Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the tip of an indigo system aspiration catheter (cat6) was crushed and unusable upon removal from the packaging. The damaged cat6 was found prior to use and therefore, was not used in the procedure. The procedure was completed using another cat6.